Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion sets' tubing separated from the y-site during the infusion and leaked. This is 1 of 2 related events. The following information was provided by the initial reporter: "this was brand new tubing that was hung on a patient last night with a milrinone infusion going. This patient is milrinone dependent and has been unstable. The nurse barely touched the y site... And it came apart. The anm checked other tubing and even new tubing from other packages which didn¿t have a loose connection(s)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion sets' tubing separated from the y-site during the infusion and leaked. This is 1 of 2 related events. The following information was provided by the initial reporter: "this was brand new tubing that was hung on a patient last night with a milrinone infusion going. This patient is milrinone dependent and has been unstable. The nurse barely touched the y site... And it came apart. The anm checked other tubing and even new tubing from other packages which didn¿t have a loose connection(s).".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2023. H.6. Investigation summary: the customer reported y-site came apart and returned two samples and some photos. The separation is verified in both of the samples, at the inlet of distal smart site. The root cause is traced to insufficient solvent applied during assembly. The plant issued a quality notification for the failure which had these actions: a review of the solvent dispenser was conducted 22feb2023 and instructions for assembly were reinforced with production personnel on 23mar2023. Lot was not reported, potential lots found from the smart site identification. Device history record review for model 2420-0007 lot number 23015401 was performed. The search showed that a total of 51,843 units in 1 lot number was built on 21jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23015461 was performed. The search showed that a total of 51,843 units in 1 lot number was built on 21jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22125338 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 12dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23015699 was performed. The search showed that a total of 17,263 units in 1 lot number was built on 09feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23015482 was performed. The search showed that a total of 51,843 units in 1 lot number was built on 23jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.